Manufacturer narrative:
On april 20, 2020, mentor became aware that the patient's initially scheduled implant explantation surgery of (B)(6) 2020, was cancelled and did not take place. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: not applicable manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 24, 2020, mentor became aware that the patient also experienced slight breast asymmetry and had desire for lager breast implants. The patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc, lot: 9443018 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc, lot: 9443018 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii, post-operatively. The patient was hurting into armpit and the breast was hard and uncomfortable. As a result, the patient was scheduled for implant explantation in (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).